Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads showed difficulties to extract the leads from the header after the screw loosening, when attempting to complete a normal generator change procedure. According to the physician, it was evident there was what appeared to be dried blood around the leads at the opening of the header. After trying to soak the device in saline and inject saline the physician attempted again and the insulation of the ra lead came off of the lead at the proximal end. The lead was cut and capped. The rv lead came loose from the header after injecting some cloth dissolving medicine and tested normal. A new device was implanted, and the explanted pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads showed difficulties to extract the leads from the header after the screw loosening, when attempting to complete a normal generator change procedure. According to the physician, it was evident there was what appeared to be dried blood around the leads at the opening of the header. After trying to soak the device in saline and inject saline the physician attempted again and the insulation of the ra lead came off of the lead at the proximal end. The lead was cut and capped. The rv lead came loose from the header after injecting some cloth dissolving medicine and tested normal. A new device was implanted, and the explanted pacemaker has been returned for analysis. No additional adverse patient effects were reported.